Event description:
It was reported that a minicap transfer set would not securely connect to a titanium adapter and the two devices separated after connection. The issue was reported on the same day as the transfer set was installed. No damage was noted on the patient connector. No tools were used to connect the two devices. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. Visual inspection, leak testing, clamp function testing, and clear passage testing were performed. The device evaluation did not reveal any issues related to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.